Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6)2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis), gore® excluder® aaa endoprostheses (contralateral leg endoprostheses) and gore® excluder® iliac branch endoprostheses. It was planned that the gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses were implanted before gore® excluder® iliac branch endoprostheses were implanted. After the gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses were implanted, gore® excluder® iliac branch endoprostheses were attempted to implant in the left iliac artery. After an iliac branch component was implanted, an internal iliac component (hgb161007a/(B)(6) was tried to advance, but the internal iliac component was not able to be advanced at near the flow divider of the iliac branch component. The internal iliac component was trapped the pull-through wire and the internal iliac component was not able to be advanced or pulled back. Upon the internal iliac component was pulled back forcibly, the catheter of the internal iliac component was broken. It was broken in the sheath, therefore the catheter of the internal iliac component was removed with the sheath. The physician thought one of reasons of unable to advance the internal iliac component was the invagination of the iliac branch component due to the anatomic constraints. Therefore, a ballooning was performed to the iliac branch component. Then, another internal iliac component was advanced and implanted successfully. The patient tolerated the procedure. The physician stated several factors, that the insertion angle of the internal iliac component was steep, the compatibility of the internal iliac component and the wire was not well and there was a wire wrap, might led that the internal iliac component (hgb161007a/(B)(6) was not advanced.

Manufacturer narrative:
Emdr section h6, code d1002 added to reflect results of investigation.